Event description:
In 2009 - patient underwent open recurrent ventral hernia repair with ventrio mesh implant. The surgeon initiated the fixation with 4 prolene sutures in the four quadrants of the mesh patch, then, utilized 3 absorbable fixation devices (2 sorbafix absorbable 30 fasteners device and 1 autosuture/abstack 20 device). At 3 days post-op, patient developed a high-grade bowel obstruction. During induction of anesthesia/intubation for explant procedure, patient was noted to have aspirated. Exploratory laparotomy with mesh explant and primary closure with tissue reapproximation procedure. Surgeon noted the left upper quadrant of the mesh was not fixated to the abdominal wall, and was folded over and was interposed between the bowel and abdominal wall. There were 15-20 absorbable purple fasteners noted to be fixated in the abdominal wall along with 4-5 purple loose tacks in the patient's abdomen. Post-operative period: patient treated with antibiotics for aspiration. Patient developed complications including cardiac dysrythmias (svt, a-fib), pneumonitis, pulmonary edema, multi-organ failure, renal failure and a right upper extremity dvt. At about 5 days later - patient underwent bronchoscopy, which confirmed bilateral pneumonia and pulmonary sepsis. Patient's wound was noted to have dehisced. Surgery performed and 1000 ml of blood in the abdomen was noted along with a 400 ml hematoma. The hematoma was evacuated. At about 2 days later - patient expired.

Manufacturer narrative:
To date the product has not been returned for evaluation, therefore, the exact failure mode of the mesh is unknown. It is also unknown if or how the reported quantity of fixation tacks (up to 80 tacks) used to fixate the mesh may have caused or contributed to the failure mode of the mesh. Therefore, no conclusion can be drawn at this time. Additional information including patient information, copies of medical information/records and death certificate/autopsy report have been requested. Product return for evaluation has also been requested. A DHR review has been conducted focusing on the mesh component and the mesh manufacturing process. No discrepancy were noted. Lot met all inspection and testing specifications.